Event description:
On (B)(6), 2011, a respiratory therapist reported that the inomax (B)(4), while on a patient, alarmed "service required". The respiratory therapist turned on the backup switch and then switched out the device. He reported that there was no harm to the patient. After the device had been taken off the patient, the respiratory therapist was unable to replicate the alarm. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2011, a respiratory therapist reported that the inomax ds (B)(4), while on a patient, alarmed "service required." Evaluation summary: the device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device functioned to specifications.